Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the lens had to be explanted due to opacity. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested.